Manufacturer narrative:
Device evaluation summary: device evaluation of bent sn (B)(4) was completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the trunk cable connector was cut off of the trunk cable. The cause of the inability to complete testing is missing connector. The root cause of the missing connector is physical abuse. No adverse event resulted from the missing connector.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.